Manufacturer narrative:
The patient noted connection issues immediately after having the system activated. There does not appear to be any migration of the implanted components, it is believed that the original implant location was past the recommended depth. Connection issues and subsequent surgical intervention are not due to any allegations of system or component failure.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 and subsequently reported intermittent communication between the implantable pulse generator (ipg) and the external therapy discs. Troubleshooting was performed without success. Imaging determined the ipg was implanted past the recommended depth for optimal connectivity. Surgical revision was performed on (B)(6) 2023 to place a new ipg at a more optimal depth.